Event description:
Inverted septum. Acct. Reports that the rn was flushing a line with saline. The saline sprayed back onto the rn. Sample available. No further info available from the acct. Incident occurred 09/18/1998.